Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 526 mg/dl; cause was unknown. The customer gave themselves a bolus to address the high bg. In addition, the customer experienced a low bg level of 60 mg/dl. Reportedly, the customer may experienced a lower bg value, but was unable to confirm. The customer consumed a soda to address the low bg.